Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post upgrade from an implantable pulse generator (ipg) system to a cardiac resynchronization therapy pacemaker (crt-p) system, the patient developed an infection. The crtp system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.